Manufacturer narrative:
.

Event description:
It was reported from (B)(6) that during service and repair, it was observed that the perforator driver w/hudson end device had drive shaft worn/bent, drop damage, warning triangle missing, and perforator drive with hudson-coupling gear reduction. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.